Event description:
A malfunction on the customer's pump was reported, displaying malfunction code 3. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump before contacting technical support, who then arranged for a replacement pump to be sent. The customer will continue using the current pump as backup therapy. Technical support provided instructions for putting the pump into storage mode and for returning the malfunctioning pump within 10 days. The customer understood all instructions and actions to be taken.